Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the fluoro is not working and overheating message had received a few weeks ago. The philips engineer suggested service, but quote was cancelled by the customer and no service has been provided from the philips. No further action was performed by philips. The codes were updated based on the investigation outcome. Health impact and evaluation method code was corrected.

Event description:
Device fluoro is not working the room, overheating message received a few weeks ago customer requesting additional diagnostics or repair assistance and need OEM support per customer. It has been reported to philips that the allura xper fd20/10 & allura xper fd20/20 system fluoroscopy was not working in the room and that an overheating message was received a few weeks prior which requested the customer pursue additional diagnostics or repair assistance. The system was in clinical use at the time of the event. No harm has been reported. Philips has started an investigation of the complaint.